Manufacturer narrative:
Updated fields: b4, d4(version or model #), g4, g7, h2, h6, h10, h11. Corrected fields: b5, h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
During a previously scheduled repair, it was noted the cardiosave intra-aortic balloon pump (iabp) had a saline leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the error codes in the logs. Residual saline was found on the coiled cable assembly which was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
During a previously scheduled repair, it was noted the cs300 intra-aortic balloon pump (iabp) had a saline leak. There was no patient involvement, and no adverse event reported.